Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, after using four different reloads the surgeon decided to use the reload being reported which was loaded normally and smoothly but after positioning on the tissue and pressing the green button the handle jammed and refused to fire. It was unloaded smoothly and again was loaded using another handle but still it did not fire. Another reload was used to complete the procedure. There was no patient injury.